Event description:
The customer reported that while working on tissue described as being extremely tough and recently radiated, the bottom of the dissector jaw came in contact with a grasper in use and a piece disengaged from the device. The surgeon retrieved the piece and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.